Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: sutureless prostheses and less invasive aortic valve replacement: just an issue of clamping time? Citation: ann thorac surg 2015;99:1518¿23 authors: marco vola, md, phd, salvatore campisi, md, antoine gerbay, md, jean-franc¸ois fuzellier, md, iness ayari, jean-pierre favre, md, michael faure, md, jerome morel, md, and amedeo anselmi, md date accepted by publisher used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was conducted to evaluate the clinical outcomes following implants of a conventional surgical bioprosthetic valve versus a sutureless surgical bioprosthetic valve. The study population included a total of 83 patients; 42 in group a (conventional bioprosthesis, predominately male, mean age 75.3 &#6198;.1 years) and 41 in group b (sutureless bioprosthesis, predominately male, mean age 75.5 &#6198;.3 years), and was conducted between november 2009 and november 2012 at one facility. In group a, 5 of the 42 patients were implanted with a medtronic conventional bioprosthetic valve (serial numbers not provided). Adverse events from group a included: 1 incident of bleeding requiring surgical revision, and 6 incidents of paravalvular leak (3 mild upon discharge, 3 mild during follow-up). No additional adverse patient effects were reported regarding a medtronic conventional bioprosthetic valve. Additional information has been requested.